Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the field service engineer of olympus china such as that the "blinking image" was attributed to the failure of the sony monitor, omsc surmised that the reported phenomenon was attributed to the failure of the sony monitor, not the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. The field service engineer of olympus (B)(6) performed the troubleshooting with two processors and two video cables and found that the reported phenomenon was attributed to the failure of the (B)(6) monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified diagnostic procedure, the endoscopic image flashed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.